Manufacturer narrative:
Device evaluated by MFR.: a mustang 4.0 x 40, 40cm was received for analysis. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. A microscopic examination identified a balloon longitudinal tear beginning at proximal markerband and extending approximately 42mm distally across the balloon material. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination observed damage to the tip of the device. This type of damage is consistent with excessive force being applied to the device. A visual and tactile examination found no kinks or damage to the shaft of the device. Both markerbands were undamaged and present on the shaft of the device. No other issues were identified during analysis.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in radial artery. A 4.0 x 40, 40cm mustang balloon catheter was advanced for dilation. However, during second inflation at 10 atmospheres for 30 seconds, the balloon ruptured. The procedure was completed with a different device. There were no patient complications reported and the patient condition was stable. It was further reported that the target lesion was severely tortuous and moderately calcified.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in radial artery. A 4.0 x 40, 40cm mustang balloon catheter was advanced for dilation. However, during second inflation at 10 atmospheres for 30 seconds, the balloon ruptured. The procedure was completed with a different device. There were no patient complications reported and the patient condition was stable.